Event description:
The customer reported, the raise and lower button on the 9900 system was not working. The user reported had intermittent problems with the vertical column not going up or down. No patient injury was reported.

Manufacturer narrative:
The service rep replaced the power supply. The system operates as intended.